Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that it was determined the infection had nothing to do with the stimulator. The patient stated that it was her body as she had (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had an infection at the site of their implantable neurostimulator (ins). The patient stated that the infection was confirmed and that they had their ins removed because of the issue. It was noted that the explant occurred about two years prior to the date of this report. Indications for use were spinal pain and herniated disc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.